Event description:
It was reported that the pt has had multiple surgeries for hernia repair as well as for fistulas developed in 2004 and 2006, and he is scheduled for add'l surgery in july due to infection.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.